Manufacturer narrative:
Evaluation results: one cad-solis was returned for investigation in good condition. The investigator did noted that there was some fluid corrosion around the downstream occlusions sensor. The customer's reported product problem was verified. The investigator was able to replicate the alarming "cassette not attached properly" message. Further investigation of the pump revealed that the aforementioned fluid was the root cause of the issue.  The downstream occlusion was replaced as a result.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion. No patient was involved in this event. No adverse effects were reported.